Manufacturer narrative:
Follow up information was received from the customer the following day stating that bg level has been great since resolving the issue with air bubbles. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since the previous night. Bg level elevated from over 200 mg/dl, despite changing out the site and delivering correction boluses during the night, to 500 mg/dl at breakfast time. During troubleshooting with tandem technical support, large air bubbles were noted in the tubing. The customer was able to prime the tubing to remove the air bubbles and delivered a manual injection to further address bg level.

Manufacturer narrative:
Brand name, common device name.